Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument's tip was stuck in the shaft. The instrument's tip had to be snapped off to free the trocar from the instrument. No fragment fell into the patient. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information: the specimen extraction was performed through the affected trocar, and the procedure was then completed without any further issues. No fragments of the instrument remained in the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube. Material was found missing. The missing parts could not be measured. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation not reported by the site is that the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. The instrument was found to have a frayed grip cable at the grip hub. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.